Event description:
It was reported that the device was in back-up mode. When "continue" was pressed, an error message was displayed. The device had programming issues two other times since im- plant. The device was programmed to 7.5 v and after 48 hours, it no longer paced.